Event description:
The following has been reported: report from north andover reliability testing: unresponsive touchscreen/phantom inputs a preliminary review identified the following issue: random touches registered an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for random touches being registered. This phenomenon could not be replicated during testing. As a precautionary measure, the lcd will be replaced during repair.